Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her sensor and transmitter fell out today. Customer's blood glucose was 113 mg/dl at the time of the incident. Customer mentioned that she tried to put the sensor in a different place this time which was her thigh. Customer stated that she was walking to the bathroom at the time. Customer stated that she does perspire heavily. Customer will be sent a replacement and customer will return the sensor. Customer declined troubleshooting for the low blood glucose level. Customer mentioned she was driving and treated with glucose tablets for the low blood glucose level of 40 mg/dl.